Event description:
It was reported that contralateral venous closures of the left and right common femoral vein (lcfv and rcfv) was attempted using a prostyle device after a cardiac ablation interventional procedure using two 8f sheaths. Reportedly, hemostasis was successfully achieved in the rcfv using the prostyle device. When attempting to close the lcfv access site, the 8f sheath was left in the anatomy as the suture was deployed. As a result, the prostyle suture became entangled with the sheath and became stuck. The physician used force in an attempt to remove the device which resulted in the 8f sheath breaking inside the patient. Access was obtained through the rcfv and using a snare, the sheath and the suture was retrieved. Manual compression was used to achieve hemostasis in each access site. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H6: device code 2017- failure to follow steps/ instructions. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, when attempting to close the lcfv access site, the 8f sheath was left in the anatomy as the suture was deployed. As a result, the prostyle suture became entangled with the sheath and became stuck. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: place a 0.038" hydrophilic purpose guidewire through the procedural sheath. Remove the procedural sheath while applying pressure on the groin to maintain hemostasis. Backload the device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. The physician is aware of the use error. Additionally it was reported that the physician applied force in an attempt to remove the device. It should be noted that the IFU also states: states: do not apply excessive force to the lever when returning the foot to its original position down to the body of the device. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.